Manufacturer narrative:
Block h6: imdrf device code activation, positioning or separation problem (a15) captures the reportable event of clip failure to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip failed to deploy and was pulled off the tissue, causing minor tissue damage. The procedure was completed with two resolution clips. There were no patient complications reported as a result of this event.